Manufacturer narrative:
The baxter technician found the connector cable needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom tester to make sure the sidecom communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the connector cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that centrella med-surg had nurse call alarm not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.